Event description:
The generator will not be returned for analysis.

Event description:
An implant card was received on (B)(4) 2013 reporting that the patient had a full revision performed for lead discontinuity. Additional information was attained that the surgeon's office called our representative to tell him that they interrogated in the pre op area and found high lead impedance. The or staff proceeded with just a generator change and opened a model 104 generator only to find that when they re-interrogated , high lead impedance was still present. So they had to open a new generator and do a full revision. The patient was last seen in (B)(6) 2013 and was a no show for (B)(6) clinic visit. The patient is very violent and does pick at sores and things. The caregiver did not report any patient falls or touching site, but possible. The patient is developmentally delayed. No preop x-rays were ordered and the device was not programmed off as high impedance was not seen by them. Patient referred for eos. It was not documented in the chart their last diagnostic results. It is possible the event occurred between last visit and surgery date. The hospital the patient had surgery at does not return their explanted products for analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.